Event description:
It was reported that the reservoir of a single day infusor ruptured. This occurred while filling the device with 10 mg of morphine, 30 mg of toradol and 40 mg of pantorc. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 25, 2014 ¿ april 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.